Manufacturer narrative:
The technician replaced the four brake casters to repair the stretcher.

Event description:
Information received indicates the brake will hold but the casters continue to swivel.